Event description:
The customer reported that the central nurse's station (cns) is spontaneously rebooting. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is spontaneously rebooting. Per the customer, they'll turn it on and it will try to launch the cns application and then spontaneously shuts down. Technical support (ts) troubleshot the issue, but the problem remained. Ts informed the customer that it could be that the hdd's are corrupt. Ts advised the customer to send in the unit for evaluation/repair. Ts also informed the customer that they could purchase new hdd's, but could not fully guarantee that this would resolve the issue. Ts helped the customer set up the beds to be monitored by another cns. There was no patient injury reported.